Event description:
It was reported that the red clamps on the catheter are not working properly. On admission for treatment, there has been blood present.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history (lhr) of revl0431 showed no other similar product complaint(s) from this lot number.